Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. Pta was performed for the shunt of hemodialysis at antebrachial vein. During the 1st inflation, pressure started, it was pressured at 4 atmosphere, and the pressure did not go up at all. The sterling balloon was removed outside the patient's body and balloon rupture was noticed. Procedure was completed with a different device. No patient injuries or complications were reported. Patient condition listed as "good".